Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation. It was noted that the patient experienced a ventricular tachycardia episode; however, the device did not provide defibrillation therapy. The tachycardia was resolved with external therapy. The patient was unstable.